Event description:
Procedure: pancreas. According to the reporter: the surgeon was using the stapler with robotic assist (davinci). The stapler misfired. Bleeding was reported. The laparoscopic procedure was converted to open.